Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) battery depleted. Boston scientific technical services (ts) ran analysis and noted that the recommended safe replacement interval for this device was 90 days. Ts then advised to continue normal device follow up and monitoring. Additional information received from the field indicating that this device was explanted for premature battery depletion (pbd). No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) battery depleted. Boston scientific technical services (ts) ran analysis and noted that the recommended safe replacement interval for this device was 90 days. Ts then advised to continue normal device follow up and monitoring. Additional information received from the field indicating that this device was explanted for premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Correction to field h10: additional MFR narrative. The returned implantable cardioverter defibrillator (ICD) was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.